Manufacturer narrative:
Image review: three still images were provided. No computed tomography (CT) imaging or executive summary was provided to assess anatomical considerations. Additionally, no fluoroscopic valve check was provided; therefore, it cannot be confirmed whether the valve was loaded correctly. It was reported that during implantation of the transcatheter bioprosthetic valve, the valve required two repositioning attempts due to suboptimal height relative to the left coronary cusp (lcc). Following final release, fluoroscopy reportedly demonstrated a valve implant depth of 1 mm. However, no fluoroscopic images of the deployed valve were provided; therefore, the reported implant depth cannot be independently confirmed. Per the medtronic instructions for use (IFU), if the implant depth is =1 mm or >5 mm, recapture should be considered. The IFU further recommends repositioning the recaptured bioprosthesis to a target implant depth of approximately 3 mm relative to the valve annulus, with the radiopaque markers aligned at the annular plane. An implant depth of =1 mm may increase the risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. It was reported that post-dilatation was performed due to paravalvular leak (pvl). Following balloon removal, valve dislodgement reportedly occurred. There is no imaging or other objective evidence available to confirm the mechanism or timing of the reported valve dislodgement. Available evidence supports that the valve was subsequently snared and a second valve was implanted at the annular position. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl before the post-implant balloon dilation was moderate.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013168825); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of this transcatheter bioprosthetic valve, while positioning the valve, the valve had to be repositioned twice due the height in the left coronary cusp (lcc) was not optimal. After final release of the valve, fluoroscopy revealed the valve was positioned at a depth of 1 mm. Angiography showed paravalvular leak (pvl). A post-dilation was performed. After the balloon was removed, the valve dislodged. The valve was snared and a new valve was implanted.